Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿large cyst in the medial malleolus, patient related bone quality issue¿ based on investigation, the root cause was attributed to a patient related issue. The failure was detected due to large cysts in the medial malleolus and poor bone quality of the patient. According to the hcp, the tibial construct is assessed to be loosened. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device not returned.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the tibial component since it appears loose and has medial malleolar cyst formation. The physician brought the patient to surgery to possibly remove the inbone stem and tibial tray and to remove the talar dome. The tibial stem and tray were solid. The physician used the invision dome and plate.